Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear o-ring in the insulin pump's reservoir compartment fell off and they could not find it. The customer could not lock the reservoir in the compartment properly. The reservoir keeps falling off. Customer's blood glucose level was 22 mmol/l. The customer's blood glucose level was treated with an insulin pen. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.